Event description:
A user facility reported that a patient developed an infection at the treatment site following the use of the alma lipodiode system 1470. As a result, the patient was hospitalized for three days and required a drain tube and IV antibiotics for treatment.